Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
The facility is reporting that during an arthroscopic repair with the use of an fms duo pump for fluid management, the outflow tubing became dislodged from the roller pump and pinch valve. This caused discharged fluid to back up into the shaver and flow out onto, and contaminate the sterile drape/field. When this was noticed, the staff took action and re-prepped the field. The tubing was reseated on the roller pump and pinch vale secured, which abated the issue. The procedure was concluded successfully without further issue. Note: the waste tube was submerged in the waste liquid within the facility's waste bucket. As a precaution, the patient was arthroscopically irrigated with 600ccs of antibiotics (acm). The patient was discharged normally. The file originally noted that the complaint device was a solo pump, however, the reporter stated that it was a duo; file corrected. Nothing is being returned for evaluation. The above statement is a combination of what the caller reported to the ethicon biomeds and a follow-up phone conversation between this author and the facility's event reporter.